Manufacturer narrative:
The technician found the brake casters are worn. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes set but are not holding. No patient injury reported.